Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, a patient experienced macular edema in the right eye. The surgeon prescribed drops. Additional information has been requested. This is one of two associated reports filed for this facility. This report is for the right eye of the patient. The alcon reference numbers are: (B)(4).